Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer did confirm that a 110a error code did occur. Multiple attempts were made to follow-up with the customer to obtain additional information. The customer reported that the data acquisition (daq) board would be returned for analysis. As of 03mar2022, the daq board has not been returned for evaluation. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported that a ventilator experienced a pressure sensor auto zero failure. The device was evaluated by a philips field service engineer (fse) who confirmed the reported problem. The fse replaced the data acquisition board. Following the repair, the device was reported to return to normal trial. No other anomalies were reported.